Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece started to smoke during a surgical procedure. There was no reported patient or user injury, and the procedure was completed successfully with another device.